Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, endologix was made aware of a patient with a afx main body stent that was crushed in the distal segment of the aaa, which had grown significantly. It was also noted that patient had an apparent 3a separation of components. Dr. (B)(6) treated patient with an afx graft in the past. No further information was provided. Additional information pending.